Event description:
It was reported that a half day infusor leaked into the housing. The device had been filled with 4500mg desferrioxamine in 45ml water for injection. The reporter stated that the balloon appeared to be filled with less liquid than expected. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot number 14a031 was manufactured january 16, 2014 ¿ january 20, 2014. Evaluation information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. When the device was received for evaluation, it was identified that the device was leaking from an untightened blue winged luer cap. The device was then filled with green color water. The blue winged cap was tightened and the device was monitored until the next day; no leak was detected. The cause of the reported issue was determined to be due to the untightened blue winged luer cap. Should additional relevant information become available, a supplemental report will be submitted.